Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-23-us, serial #: (B)(4), ubd: 22-may-2020, UDI#: (B)(4). Product analysis: the products remain implanted; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, ten months and fourteen days after the implant of this bioprosthetic valve, evaluation revealed that this bioprosthetic valve was severely stenotic. A referral was made for a transcatheter aortic valve replacement (tavr). Three years, ten months and twenty-two days after implant, and prior to the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) indicated there was a thrombus at the base of the bioprosthetic valve. It was decided to proceed with tavr, valve-in-valve. A non-medtronic guidewire was used to cross the bioprosthetic valve. The delivery catheter system (dcs) was advanced through the aortic arch and hypotension occurred just before crossing the bioprosthetic valve. The dcs was advanced across the bioprosthetic valve and deployed to 80% as hypotension persisted. The valve was fully deployed at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Following implant, angiography indicated left main coronary artery occlusion. The occlusion was suspected to be caused by an embolism, and was unrelated to the delivery catheter system (dcs) or valve. Cardiopulmonary resuscitation (CPR) was initiated and it was attempted to perform percutaneous coronary intervention (pci). Multiple guidewires and catheters were used in attempt to perform pci but were unsuccessful. After 30 minutes of attempted resuscitation, the patient expired. It was reported that prior to the valve-in-valve procedure, recent stenting of the left main coronary artery occurred. It was also reported that the anti-platelet therapy status was unknown. Per the physician, the cause of death was left main coronary artery occlusion.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, a conclusive failure mode of the reported stenosis could not be determined. Based on the risk analysis and historical data, immobile leaflet is one of the common failure modes (mechanism) which could lead to stenosis and thrombus is listed as a cause. However, a conclusive cause could not be determined as to whether or not the stenosis was due to thrombus on the base of the mosaic valve. It was also reported that following implant of the transcatheter valve, angiography indicated left main coronary artery occlusion. The occlusion was suspected to be caused by an embolism. Based on the available information (no angiograms), the cause of the coronary occlusion cannot be conclusively confirmed or determined. It is unknown if the reported embolism was due to thrombus. A conclusive relationship between the mosaic valve and the patient death could not be determined from the available information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.